Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the angioseal sts plus anchor separated. The following information was provided by the user facility: on the afternoon of (B)(6) 2017 the angio-seal device was deployed in the right inguinal region; hemostasis was achieved without oozing; post deployment the patient complained of chest pain; the CT scan confirmed that the anchor was placed; on the morning of (B)(6) 2017, swelling in the inguinal region was noted, with swelling in the puncture area measuring 2 cm; a repeat CT scan identified a hematoma which measured 5 to 6 cm; it was reported that the anchor could no longer be identified; blood loss was reported to be less than 250 cc; there was no intra-abdominal hemorrhage identified; and the patient's progress is currently being observed by assessing for lower limb confinement, numbness, and peripheral cold.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the returned device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The sample was not returned to the manufacturing facility for evaluation. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the root cause. The device was manufactured to specifications and was released in a conforming state. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
A stent graph procedure was being performed when the event occurred.